Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. A portion of the lens was returned in the lens case. Viscoelastic was observed. A third of the optic with one haptic attached was returned. The optic was cut across the center. The optic has a missing triangular portion cut/broken from the top of the optic. A company cartridge was also returned in the opened cartridge pouch. No viscoelastic was observed. No cartridge damage was observed. The cartridge had slight evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. Part of the lens was returned. Damage was observed. The root cause for the damage may be related to a failure to follow the instructions for use (IFU). The returned cartridge did not have any viscoelastic observed. No cartridge damage was observed. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was cracked. Subsequently the lens was removed during initial procedure and completed with company same lens and model. In the surgeons opinion product contributed to event. There was no patient harm.